Event description:
A customer reported the charging cable required adjustment to charge the device, indicating port damage. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting.